Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced thrombus. First it was reported that trupulse system displayed a high voltage error on electrode 1 after they calibrated and when going on first ablation. The cable and catheter were replaced at the same time and the issue resolved. It was also reported that after the procedure was completed, they decided to do a transesophageal echocardiogram (tee) before they started the watchmen procedure they were planning on doing next when they found a blood clot. The blood clot was confirmed by tee. No medical intervention was provided to the patient. They canceled the watchman procedure. The patient was reported to be in stable condition. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly. The customer's reported high voltage error is not considered to be MDR reportable since the malfunction is unlikely to contribute to a death or need for medical or surgical intervention to preclude serious injury.